Event description:
The customer reported that during a laparoscopic fundoplication and hernia repair, the device failed to seal while the surgeon was working on short gastric vessels. The blood loss was less than 250cc's. The bleeding was stopped with the usage of clips. The surgeon used another type of device to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.